Event description:
It was reported that a heat and electrical issue occurred with a pump, specifically noting sparking at the charging port when unplugged. There was no adverse impact to the customer's blood glucose level. The pump remained functional. The customer was informed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.